Manufacturer narrative:
Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture pick-up slot. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. Complaints will continue to be monitored as they are reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an arcr (arthroscopic rotator cuff repair) procedure that the tip of the needle got broken. The needle successfully sutured the tissue three times before broken. The broken tip remained inside the joint, the operation was completed. After the operation was completed, the surgeon tried to find the broken tip with using c-arm imaging, he finally retrieved it. There was a ten minute delay in the operation. No patient injury was reported.